Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced "plunger resistance" with multiple cartridges using the same syringe. There was no impact to the customers blood glucose level. As tandem technical support was not contacted at the time of the reported issue troubleshooting was not performed. Reportedly, the customer had no additional supplies at the time the reported issue had occurred and reverted to manual injections for insulin therapy.